Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial#: (B)(4), product type: extension. Product ID: 3587a25, lot#: n116553, product type: lead. Other relevant device(s) are: product ID: 3708340, serial/lot #: (B)(4), ubd: 08-oct-2011, UDI#: (B)(4); product ID: 3587a25, serial/lot #: (B)(4), ubd: 26-jul-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation: nonmalignant pain. It was reported that the patient had their system removed on (B)(6) 2019 due to an infection. No further complications were reported/anticipated.